Event description:
It was reported that the device provided no pacing output and was at elective replacement indicator (eri). It was reported by the patient he felt stimulation near pacemaker site after a neuro stimulation system was implanted. The device was also not responding to telemetry. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.